Event description:
Pt taken to the operating room for attempted resection of the right lobe of the liver. There was a tear in the inferior vena cava during dissection following stapling of the right hepatic vein. The pt had a large volume of blood loss and cardiopulmonary arrest. The pt underwent approximately 43 minutes of attempted resuscitation and ultimately died from exsanguination. The county medical examiner was notified and requested jurisdiction of the case. The hospital did not hear anything further until more than a year after the pt's death; upon request of the pt's family, the hospital and surgeon obtained a copy of the medical examiner's report. The medical examiner had described a "loose" suture line. The hospital requested further details, and the medical examiner provided autopsy photos that showed several staples open on one end. It is unclear whether the staples may not have closed initially or whether they opened after initial closure. The surgeon recalls that there was initial hemostasis and that there was no visible evidence at the time that the staple line was not intact.